Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the device was not working. All the components were explanted and a new aus was implanted. There were no patient complications in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.